Event description:
On (B)(6) 2013 the (B)(4) office received this adverse event report from (B)(6). This spontaneous report received from a (B)(6) physician concerns a female pt. She was injected with radiesse into the nose and nasolabial folds in 2013. In 2013, the pt experienced swelling of nose and bad condition. The pt visited the physician two days post-injection due to the events. Reportedly, it looked like pre-necrosis. The physician resolved the problem by asking another physician for advice. The pt was sent to another hospital and recovered after several days in 2013. The physician denied providing further information on the pt. Follow-up information was received on (B)(6) 2014: in response to a query, it was stated that the pt suffered from necrosis. Further treatment and outcome could not be provided as the pt was referred to another clinic. It was stated that the reporting physician could not specify the start and stop dates of the event.

Manufacturer narrative:
(B)(4). The injecting physician denied providing further information regarding this pt. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.